Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's inspiration pressure and air flow was irregular. The device was not in patient use. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's air inlet foam filter needs to be replaced due to preventive maintenance. In addition of the above evaluation, a blower assembly, line prox filter, machine flow sensor, muffler assembly and blower below were contaminated., which was not related to the malfunction/issue. H3 other text : device evaluated by third party service center.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's inspiration pressure and air flow was irregular. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.